Manufacturer narrative:
The customer was unable to provide additional patient sample to allow further investigation. Thus, we are unable to determine the cause of the event. For MDR reporting purposes this event is considered closed.

Event description:
Customer reported a discordant result of advia centaur troponin-I ultra assay on a single sample. The discrepant (false positive) result indicated 5.0 for first run and 3.41 on second run. The sample was retested at a different site using another method with a negative result reported. There is no further impact to patient management reported.